Event description:
Litigation papers allege the patient was injured by excessive levels of chromium.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient was injured by excessive levels of chromium. Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is resident of (B)(6). Update 08 may 2014 der received. Additional reasons for revision pain and stem loosening. Added product pages. Surgeon - (B)(6). Dor: (B)(6) 2014. (B)(6).